Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, since reported failure was not confirmed. The most probable cause of the reportable malfunction is no problem detected. Additionally, it is likely the following led to the malfunction: poor image quality was caused by a component failure of the charged coupled device (ccd), and the light guide bundle was chipped due to a component failure of the light guide bundle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was provided by the customer.

Event description:
It was reported that the subject device's image did not display. This issue was found during set up / inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
E1 - initial reporter establishment name:(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.